Event description:
It was reported that the patient stated that this inflatable penile prosthesis was not inflating completely. A surgical procedure was performed during which the existing ipp was removed and replaced with a new malleable device. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.